Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient presented in the hospital with rv lead noise. Clavicular crush was suspected but was not confirmed on x-ray. Lead was explanted and replaced.

Event description:
New information received states that lead fracture was observed at the time of lead explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.